Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump produced the multiple pump error. The blood glucose level was 182 mg/dl. The troubleshooting was not mentioned for the pump error. The customer performed the auto mode troubleshooting for the active insulin updating. The insulin pump will not be returned for analysis.